Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that after 5-10 mins of use the dispersion wire broke inside the catheter. No patient injury is reported. Evaluation summary: the trellis 8 legacy device was received with the original box enclosed a biohazard pouch. No additional ancillary devices or cine images from the procedure were received. Visual inspection: the trellis device was received with the odu powered off. The odu and dispersion wire not connected to the trellis device. It was observed the dispersion wire fractured and separated approximately 88cm from the distal tip. The proximal location of the fracture was observed under microscope. The trellis device was inspected and found no damage or anomalies to the balloons or manifold assembly. A kink was observed approximately 54cm from the distal tip of the device. It should be noted, the distal portion of the separated dispersion wire remained inside the catheter. The fractured distal portion of the dispersion wire was approximately 52cm from the distal tip of the trellis device (within 2cm of the kink).